Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and,if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called lfs on behalf of the patient and alleged that her meter would not power on. She reported that the last time she tested on her meter was on (B)(6) 2004. The result at that time 16.6 mmol/l. The patient was able to test on another meter approximately one week later and that result was 12.6- mmol/l. No symptoms were reported. The patient contacted her medical professional for advice. No treatment was reported. The battery was seated correctly and was less than 1 year old. The contacts were in good condition. However, there is no evidence that the patient suffered a serious injury. A replacement meter is being sent to the patient.